Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada the patient was hospitalized due to high blood glucose and high ketones on 02-sept-2024. Patient was treated with insulin injection. The length of the hospitalization was about 3 days. Blood glucose level reported during the event was 319 md/dl. No further information was available.